Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the continuous glucose monitor, resulting in a seizure. Reportedly, customer delivered a large bolus prior to the bg level. Customer required assistance from parent to treat bg level via a nasal glucagon. The customer was instructed to consult with healthcare provider regarding bg level.